Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 90% stenosed target lesion was located in the non-calcified and moderately tortuous venous shunt. A 6.0x40mm mustang balloon catheter was used to treat the target lesion. The device was inflated twice. During the first inflation, the balloon was inflated to 8 atmospheres. On the second inflation, the balloon ruptured at 10 atmospheres. The balloon was removed intact from the patient. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR.: during an attempt to inflate the balloon, a pinhole leak was identified. The leak was located at 7mm proximal to the proximal edge of the distal markerband. A microscopic examination of the balloon material and the distal markerband could not identify any anomalies which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.the most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).